Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged that the pump&#38112;audio and vibratory features were experiencing an intermittent sound issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: during testing, the audible tones and vibration feature functioned properly. A review of the black box data had shown a call service (088) alarm. The pump cover was opened and no defect was found with the internal components.